Event description:
Post-op intraocular hypertension [intraocular pressure increased]. A physician reported that 4 patients experienced postoperative intraocular hypertension associated with healon 5. This report contains information related to the second case. A patient underwent a capsulorhexis and lens replacement in which healon 5 was used to distend the anterior chamber. Postoperatively, the patient developed intraocular hypertension ranging from 40-60mmhg. The patient was readmitted and treated with intravenous and oral diamox. No further information was provided.